Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed openings on the device. ¿ crease/folding of implant: observed creases on the device. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "breast pain. Breast asymmetry, possible leaking mammary implant, capsular contracture grade iii, textured mammary implants". This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "breast pain. Breast asymmetry, possible leaking mammary implant, capsular contracture grade iii, textured mammary implants". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, "possibly leaking".